Manufacturer narrative:
The device used in treatment has been returned and evaluated, establishing a relationship between the missing dressing, the issues relating to adhesion has not been established. A visual inspection confirmed the missing component, with the root cause determined, manufacturing failure. We are unable to confirm the adhesion issue as the retuned sample did not contain a useable dressing. Probable cause is missed quality check or component failure a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the dressing IV 3000 have been used at the hospital, there is an empty product at the packaging, and several IV 3000 are unsticky. No harm to patient.